Manufacturer narrative:
The customer ran precision studies. Crystallization was visible on the wash station. The customer cleaned the wash station. Precision studies were performed again and were acceptable. The field service engineer performed preventive maintenance on the analyzer. The investigation determined that the wash station cleaning resolved the issue. The issue is consistent with a maintenance issue. Medwatch field e1 facility name - the full facility name was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the cobas creatinine plus ver.2 assay and one other assay on the cobas c 503 analytical unit. One example was provided of a patient sample with discrepant creatinine results. No questionable results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 207 umol/l. The sample was repeated based on the patient's previous results and it repeated with a value of 95 umol/l.